Manufacturer narrative:
When removing anchor bolts that were placed on (B)(6) 2021 it was noticed that a bolt placed in the posterior region was broken. The remaining piece was removed easily without additional intervention, and their was no impact to the patient.

Event description:
When removing anchor bolts that were placed on (B)(6) 2021 it was noticed that a bolt in the posterior region was broken. The remaining piece was removed easily without additional intervention and there was no impact to the patient.